Event description:
It was reported that during an implant, after lead and adopter had connected the impedance check had done and the value showed more than 40 ,000 ohms. Connected part between lead and adopter had confirmed and the impedance showed the same, then the problem had suspected on the connection between implantable pulse generator (ipg) and adopter. A new implantable neurostimulator was used to connect to the adopter then the value showed normal and the operation had finished. The ipg found high impedance was never implanted.

Manufacturer narrative:
(B)(4).